Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that drawer 3.2 had the bad controller boards. A field service engineer, replaced the module controller boards and reassembled the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer cannot be recovered and device not detected on bus. The customer stated that there was a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.